Event description:
It was reported that the pt died in 2007. The cause of death was not known. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.